Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non conformances were found. When the device was returned to mmdg for investigation the administration set was found to be leaking from the filter. The problem appears to be with filter supplier.

Event description:
The initial reporter stated that they had a set that leaked from the filter. They stated that there was a delay in therapy, but they were unsure of the length of the delay. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that leaked from the filter. They stated that there was a delay in therapy, but they were unsure of the length of the delay. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).